Event description:
It was reported that the programmer was unable to boot up appropriately, that following the turning on of the power, the screen remained black no matter how long the user waited. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer was unable to boot up appropriately, that following the turning on of the power, the screen remained black no matter how long the user waited. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067 radiofrequency programmer head; product ID: 229047 software analyzer; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was unable to boot up and therefore the media processing unit was replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).